Event description:
It was reported that noise leading to oversensing and the delivery of inappropriate high voltage therapy was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of unspecified over sensing, inappropriate shock and high pacing lead impedance were confirmed. As received, a portion of the connector section of the lead was returned in one piece. X-ray examination showed that the inner coil was fractured at the proximal region of the lead. Sem analysis confirmed that all eight filars of the inner coil were fractured. The cause of the reported events was isolated to the inner coil fracture at the proximal region of the lead.